Event description:
It was reported that during a lead repositioning, the physician was not able to reset the setscrew of the implantable pulse generator (ipg) as the setscrew stayed on the scewdriver. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.(B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.